Manufacturer narrative:
Updated information was received on 02-may-2019 in regards to strip lot used. Field d4 has been updated to reflect correct strip lot and expiration date. The customer returned strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr , qc 2: 2.9 inr, qc 3: 2.9 inr. The maximum difference between measurements was 0%. The obtained qc results were in the allowed range. No error messages occurred during investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 304971) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was not known. The result from the meter with capillary blood was 4.3 inr. Within 20 minutes the result from the laboratory with venous blood was 3.0 inr. There was no allegation of an adverse event. The physician did not take any further action. The customer's therapeutic range was 3.0 - 3.5 inr.